Event description:
Report of event rec'd with return of device for analysis. Event reported as "pocket revision due to 100 lb weight loss. Site opened and infection found in the pocket." F/u with hcp revealed the pt experienced infection of the device pocket - culture done - results unknown. Pt rec'd IV antibiotics and the infection was resolved. Pt experienced narcotic withdrawl symptoms of nausea and vomitting. Pt has history of diabetes.